Event description:
It was reported the patient complained of pocket pain and soreness around the device. The right ventricular lead demonstrated high thresholds possibly due to clavicular crush on the lead. The physician explanted the device and leads. The new smaller device and leads were implanted by axillary access in an attempt to avoid issues with the leads and patient's collar bone. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: sedr01 implantable pulse generator (ipg) (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary, serial number (B)(4) - the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.